Event description:
It was reported that the patient experienced discomfort (described as pain) at the ipg site. Surgical intervention was undertaken during which the ipg was relocated. Stimulation was restored following the procedure.